Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis confirmed the report of no right ventricular pacing output and was found to be the result of mechanical damage severing the right ventricular tip feed through wire. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to a system upgrade. The ICD was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.